Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. The ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2025, while reviewing ecog data in preparation for a patient visit, signal artifact was observed on the left hippocampal depth lead. At the time of implant the lead was secured with a dog bone with lead protection. The lead was programmed 'off' during the (B)(6) 2025 appointment. On (B)(6) 2025 the lead was replaced.